Manufacturer narrative:
Initial reporter foreign zip code: (B)(6).

Event description:
It was reported that after procedure, during the follow up of the sided arthroscopy procedure, the patient has a localized blister burn on the lateral side of their leg. No new equipment from previous cases was used. When questioned theatre team are sure that suction tubing was attached to the wand and suction set at 200. Op start time: 08.45. Time out: 09.09 . The blister was noted when the patient went back to the ward. No delay was reported and the procedure was completed with the same device.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are several factors that could contribute to the reported event such as: failure to attach the recommended suction properly can result in patient injury, inadequate flow and circulation of saline could cause a patient burn. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.